Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional . (B)(4). Summary of investigational findings: the reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter. Alleged fracture." Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, ¿infrarenal ivc filter present. The cephalad margin of the filter is tilted to the right posterolateral aspect approximately 30° with the tip touching or possibly embedded within the wall of the ivc. It does not appear to have migrated. The top of the filter is approximately 3 cm below the renal veins. Legs of the filter on axial images 39 and 40 series 2 is seen to extend 5 mm beyond the ivc into the retroperitoneal fat. Subtle lucency along the legs raise the possibility of a nondisplaced subtle ivc filter leg fracture. The ivc filter does not appear significantly bent. Ivc itself does not appear significantly stenosed but further evaluation can be performed with contrast-enhanced exam. No abnormal fluid or inflammation seen in the soft tissues in this region. Impression: ivc filter shown with perforated legs of the ivc filter extending beyond the wall.¿ patient outcome: unknown.